Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault alarm during a usage on a patient. The patient was moved to another ventilator and the customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.